Event description:
During an lavh surgeon was using the ethicon harmonic scalpel and it was working fine and then just stopped working. They checked the connections and it still would not work. The case was completed with another one. No patient injury.